Event description:
It was reported by the patient that the remote monitor was no longer receiving power. Several electrical outlets were tried. A new power cord was sent. The monitor had transmitted successfully in the past. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the remote monitor was no longer receiving power. Several electrical outlets were tried. A new power cord was sent. The monitor had transmitted successfully in the past. No patient complications have been reported as a result of this event. It was further reported that the monitor had been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found liquid ingress on the printed circuit board assembly. It was also noted that there was contamination on the literature pouch, rubber foot and line phone pad.